Event description:
It was reported to boston scientific corporation that an rx biopsy cap and locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the nurse poked the biopsy cap to make entry of devices easier and the foam sponge inside the biopsy cap passed through the hole and became lodged in the scope (manufacturer unknown). The procedure was completed with another rx biopsy cap and locking device and another scope (manufacturer unknown). The first scope was sent for repair to remove the foam sponge. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).